Event description:
It was reported to MFR, by facility; per facility, a resident slid a cup of coffee across the obt [over bed table] and the cup "caught on the edge of the table top" and spilled onto his lap causing 2nd and 3rd degree burns. The state of mi has been called. Per the MFR, the edge of the t-mould remains proud of the table top edge for multiple reasons. First, the lip aids in spill protection, the lip helps to retain fluid on the table top if a spill occurs. Secondly, it is very important that the core material of the table top is not exposed to moisture/fluids as this can create a potential for water damage to the core material. Such exposure can also create the potential for fostering bacteria. The other issue and a concern for the MFR was the question as to why a facility would be servicing any liquid at this temperature that would cause second and third degree burns to their residents.

Manufacturer narrative:
This is a non medical device complaint. However, the degree of injury to resident was serious.